Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily; at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
After wearing the pod for approximately 2 days, patient's experienced pain at the infusion site. Pod was removed and the affected area contained bumps half the size of a dime. Approximately 3-4 days later, patient visited an urgent care facility, at which point the affected area was the size of a quarter, red, and hot to the touch. Additionally, patient's blood glucose exceeded 500mg/dl. Patient was diagnosed with cellulitis and prescribed cyndomycin as treatment. 2 days later, the affected area was the size of 2 quarters. Subsequently, patient visited the hospital and was diagnosed with an abscess. Patient was sedating, site was drained, and patient was sent home. Site continued to worsen. 2 days later, patient experienced pain and had trouble walking. A return visit to the hospital was made and patient was admitted. Treatment included "round the clock" intravenous delivery of cyndomycin and rocephin. Patient's infection cleared up and patient was sent back home.